Event description:
It was originally reported that the patient's pump was replaced due to battery depletion.

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance for the pump. Motor gear corrosion caused the anomalies seen in the gear train and the stall. Small amount of moisture and residue were present in the motor housing appearance. An x-ray showed that the roller arm was not moving. The roller arm area has moisture green corrosion and residue present. The roller wheels turn freely. There was green corrosion on the top plate and bulkhead. The gears appear clean and dry. The rotor magnet gear has green residue in the pinion and residue and wear on the bulkhead side. Gear 3 has residue on both ends of the shaft. The jewel that corresponds to the rotor magnet gear bulkhead side has caking and residue.